Event description:
It was reported that an attempt was made to remove blockers and a construct at l4-l5 but the screwdriver would not fit in the blockers. The reason for removal was a suspected inflammation of the whole system.